Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic hysterectomy procedure while dissecting the left uterine cardinal ligament during coagulation of the right cardinal ligament of the uterus, the bipolar maryland forceps (bmf) broke and insulator fragments fell into the patient's cavity. The forceps were removed using the broken instrument procedure and the fragments were retrieved with an assistant forceps. The procedure was completed with a different device. There was no patient injury.